Event description:
It was reported that at implant procedure, pneumothorax was noted. One week after implant, patient experienced dyspnea/shortness of breath and was admitted to the hospital. Thoracentesis was performed. The condition of the patient was fine after the event.